Event description:
Following the implantation procedure, it was reported that the atrial lead impedance was >3000 ohms. During re-intervention, the same day, it was reported that the atrial screwless connector spring had come out of the connector. Therefore, the device was explanted and will be returned for analysis.

Manufacturer narrative:
During re-intervention, it was found that the atrial screwless connector spring had come out of the connector. Therefore, it was explanted. Ela medical is awaiting the return of the device for analysis; therefore a response is pending.